Manufacturer narrative:
The lv lead was successfully repositioned electronically, with normal impedance measurements and function, and remains implanted and in service. No additional information is available at this time. This event will be updated if any additional information becomes available. Additional information was received that loss of capture (loc) at maximum outputs was observed, along with pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed. The lead was observed with a breakdown in the insulation. The lead was surgically abandoned without complication. No adverse patient events were observed during the procedure.

Event description:
Boston scientific crm received information that during a revision procedure to address high impedance on a transvenous left ventricular (lv) lead, the physician had complications related to attempting a sub-clavian stick, and the patient received a pneumothorax.